Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Review of the session records revealed possible myopotential oversensing. Programming changes were made. The patient was stable.